Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (365 mg/dl). Reportedly, elevated bg levels are due to the customer eating and disconnecting from the pump. Customer declined troubleshooting with tandem technical support. Customer delivered a bolus to address elevated bg levels. In addition, it was reported that the pump date was inaccurate. Customer stated their health care professional may have set the pump date wrong. Tandem technical support guided the customer through adjusting the pump date. Customer's blood glucose level was not impacted due to the reported date issue.